Event description:
Customer reported that on 3 occasions, the filters did not function properly during use with neonatal pts in nicu. The filters filled with air, causing blood to back up in the central line. No pt adverse events.